Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A manufacturing investigation was performed for the subject device (5.0mm ti locking head screw self-tapping 70mm--sterile, number 413.370s, lot number 9013713). The subject device screw was received with the head cut off from the screw shaft and packaged in a different package from the original packaging. The screw shaft shows strong usage marks. Based on the measurements, a production failure can be excluded. The complaint condition is confirmed but is not valid from a manufacturing standpoint. No manufacturing related issues were identified and/or confirmed. A root cause could not be determined. Possible reasons for the complaint condition could have been that a damaged screwdriver was used and/or soft tissue ingrowth in between plate thread and screw head thread and an overloading situation lead to the breakage of the screws. It is recommended that only intact instruments for surgeries in general be used and procedures be performed according to the surgical technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 18june2014. Expiry date: 01june2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a removal surgery took place after hto with a reported tomofix plate on (B)(6) 2015. During the surgery, the surgeon had difficulty in removing the reported screws inserted at the most distal end part of the plate. The surgeon was able to put tip of the screwdriver on the reported screw to turn the screw during the removal surgery. However, turning the screw was not smoothly performed. As a result, the screw head became dull after repeated turning. The surgeon used a hollow reamer to shave around the stuck screw. Then, the surgeon successfully removed the reported screw, eventually. The surgery was delayed for thirty (30) minutes. No patient harm was reported. This is report 5 of 5 for (B)(4).